Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated their device is still implanted, but it has stopped working. The patient never bothered to get it fixed. No further complications were reported. No patient symptoms were reported.